Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failing helium leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failing helium leak test. There was no patient involved.

Manufacturer narrative:
Additional info: contact person(name:(B)(6), email: (B)(6)). It was reported the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement and no harm reported. Getinge field service engineer (fse) returned to ft part from preventive measure. Part replaced and unit checked for leaks by running leak test, passed at 16 psi. Unit passed for clinical use and all ok. Parts replaced were helium multiple tubing assembly ((B)(4)), fitting quick disconnect male ((B)(4)) and fitting quick disconnect f-valve ((B)(4)).

Event description:
N/a.